Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product fl654r - lambotte osteotome str 15mm 240mm. According to the complaint description, during the surgery, material chipped off. Imaging was performed to ensure piece(s) was not in situ; the operating theatre was also searched. The fragment(s) was not found. It was noted that the patient was "recovered". According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: fl656r (aesculap ag internal reference no. (B)(4); 9610612-2025-00249). Fl653r (aesculap ag internal reference no. (B)(4); 9610612-2025-00250). Fl654r (aesculap ag internal reference no. (B)(4); 9610612-2025-00253).

Manufacturer narrative:
Additional information: d4 - batch number. D9 - device return. H3 - yes, evaluation. H4 - manufacture date. H6 - codes updated. Investigation results: visual inspection: the blade is deformed and partially broken. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the current information, as well as the result of the investigation, a clear conclusion cannot be drawn. The error pattern could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
Associated medwatch reports: fl656r (aesculap ag internal reference no. (B)(4); 9610612-2025-00249). Fl653r (aesculap ag internal reference no. (B)(4); 9610612-2025-00250). Fl654r (aesculap ag internal reference no. (B)(4); 9610612-2025-00253).